Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced multiple parts including the sample syringe module, sample probe and the sample probe inner wash valve to resolve the issue. The fse performed quality control and passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The beckman coulter internal identifier is (B)(4).

Event description:
(B)(4), (needs 4 events). The customer reported six (6) patients had low results on multiple chemistries including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), calcium (ca), glucose (glu), blood urea nitrogen (bun), creatinine (cre), alkaline phosphatase (alp), alanine aminotranferase (alt), asparte aminotransferase (ast), albumin (alb), direct bilirubin color (dbc), total protein (tp), cholesterol (cho), triglyceride (tg), hdl-cholesterol (hdl), ldl-cholesterol (ldl), magnesium (mg), and gama glutamyl transferase (ggt) on their dxc 700 au clinical chemistry analyzer. The customer indicated the erroneous patient results occurred on multiple dates. Two patients (sample ID: (B)(6) had results reportable out of the laboratory but later amended. The customer repeated all samples on another au analyzer and reported normal results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for six patients. This MDR is for patient results generated on 16sep2024.